Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. This s-ICD was reprogrammed to the secondary vector, and a request was made to have technical services (ts) review the case. This investigation will be updated when further information becomes available. No adverse patient effects were reported.